Event description:
It was reported that the unit shut down unexpectedly during procedure and the doctor had to use a back up unit to finish the case. No complications or patient injury was reported.

Manufacturer narrative:
During inspection and analysis of the unit the field specialist (fs) completed a preventative maintenance (pm). Per field specialist the unit meets amo specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.